Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital. The lifevest was removed once the patient was at the hospital. The patient's physician is aware. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Usage of device: monitor, (B)(4). Electrode belt (B)(4): 07/2014- initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient resides in a skilled nursing facility. The patient was sleeping and not conscious at the time of the event. The nursing staff was near the patient, but not with the patient at the time of the treatment. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was taken to the hospital. The lifevest was removed once the patient was at the hospital. The patient's physician is aware.